Event description:
It was reported that a loss of ventricular capture was observed on the device. The patient has an underlying rhythm of atrial fibrillation with rapid ventricular response (rvr). The patient was brought into the clinic, and the apparent loss of capture was rate variability. The capture threshold was determined to be stable compared to previous threshold testing. The patient will undergo atrioventricular node junction ablation in the near future. No changes were made to the device. The patient was asymptomatic.